Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had differences between sensor and blood glucose levels. Customer stated that he keeps getting threshold suspend alarms. Customer's sensor reading was 55 mg/dl and his blood glucose level was at 94 mg/dl. Customer has experienced differences between sensor and blood glucose readings with multiple sensors. Customer reported that they are able to upload to carelink. Troubleshooting was performed and customer was advised to remove and replace the sensor. Customer will call back if issue occurs again. Customer was advised to try a sensor from a different lot. No further assistance needed.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test; sensor passed per specification. Also, performed bicarbonate buffer test and sensor passed per specifications with accurate readings.